Event description:
It is reported that the customer had high blood glucose levels of 195 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that the insulin pump was exposed to water. The customer reported that she had difficulty doing a bolus because the buttons of the insulin pump were sticking and were unresponsive. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Findings: pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers sticking noted. Unit had cracked display window corner, cracked lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.